Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the malfunction is cause traced to component failure. A device history record review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the air switch unit at the front pushed inward due to the lock ring coming off and missing. There was no patient involvement.